Event description:
The customer reported multiple no delivery alarms. The blood glucose level is not known. The no delivery and possible causes were explained to the customer. The patient was unable to troubleshoot. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.